Event description:
Received a copy of the customer's maude database report from FDA which states, ¿primary bag was also bolused aside from the secondary bag. Reference report: mw5120325." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.